Event description:
It was reported that the pt had been hospitalized in 2008. The pt, experienced seizures, stroke like symptoms, flu-like symptoms and coma. Per the reporter; "they have done brain mris and CT scans, no stroke or other activity that can explain this." No pump diagnostics have been done. The refill physician has been coming to the hospital to refill the pump approximately every 30 days. The report indicated that the pump was used to deliver dilaudid and "one other medication"; concentration and dosage were not reported. Add'l info has been requested from hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.